Event description:
On 15-dec-2025, a sales representative reported via email that an ar-1665bcsl-39 3.9 bc loop 'n' tack tenodesis implant system experienced an issue during insertion. When the surgeon advanced the anchor through the passport cannula to the bone, the eyelet had broken off from the threads of the inserter. The eyelet and anchor were promptly removed from the patient. A 4.75 mm swivelock anchor was then opened, and the site was re-punched without issues. The case was delayed two minutes from the surgical time. This was discovered during a slap repair with a biceps tenodesis procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 22-dec-2025: an additional two minutes of anesthesia were administered. No adverse effects were reported in relation to the event. The surgical technician confirmed that all components were retrieved from the patient, as the full length of the inserter threads and a complete anchor eyelet were identified. All fragments were accounted for.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is attributed to user error, due to improper surgical technique associated with the use of the device. There was no evidence to indicate a device performance issue or device malfunction.